Event description:
It was reported that a trained physician attempted arteriotomy closure using the starclose device after an intervention procedure. While using the starclose device, the vessel locator button "jumped out" before the clip could be deployed. The physician lost access and hemostasis was achieved with compression. The pt was fine after the procedure. No additional info available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been recieved. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant info.